Event description:
(B)(4). I bled for two years post essure. Had milk production for three plus years post essure, joint pain daily, headaches daily and weekly to bi-weekly migraines, bloated, blood clots, voice box concerns, bleeding gums, fatigue, heart palpitations, leg cramping, body itchiness, and green discharge.